Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed white arrow rubbed off connector, this does not impact the functionality of the recharger, found no issues with finding or charging ins and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple of weeks they have been having issues with recharging the implant. Caller stated that they are getting system problem rm06 and the implant will not charge past 50% even when they have excellent connection. Caller added that the recharger paddle is getting really hot when the charging duration go past an hour. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.